Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis and sepsis which were manifested by abdominal pain, nausea, vomiting, fever, feeling sick and chills. The cause of the peritonitis was unknown. The cause of the sepsis was likely secondary to the peritonitis. The patient was hospitalized for the events. The same day as admission the patient was treated with vancomycin 1 gram, discontinued on an unreported date the same month as hospitalization (route and frequency not reported). The patient was discharged seven days after admission and was recovered from the peritonitis and sepsis events. Dianeal and extraneal therapies were ongoing. No additional information is available.